Manufacturer narrative:
According to the customer, the "locks don't lock, and the arms don't open". The customer reported "a few months ago" he was falling "a lot" due to having "paralysis from the waist down" related to his "spinal surgery". The customer reported the falls were not related to the issues with the device. The customer stated he went to the hospital and had a "torn lcl and mcl" from the falls, and was given a "brace", had "cat scans", but did not require intervention. The customer reported he is "feeling better". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the "locks don't lock, and the arms don't open".